Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead dislodged when the guide catheter was removed. Another lead was successfully attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).